Manufacturer narrative:
Investigation results additionally found no evidence of any damage or manufacturing deficiencies that would result in the adhesive pad to be separated from the device. The adhesive pad was returned attached to the device. The exposed portion of the soft cannula was observed to be stretched. No other damages or deficiencies were observed in the device. The exact timing and cause of the damage could not be determined.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pods adhesive had become detached from the pod.